Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a pulse generator check. Upon examining the device, it was discovered that the right ventricular lead exhibited episodes of high ventricular rate due to oversensing. The lead was reprogrammed to unipolar configuration to resolve the anomaly. The lead was tested before and after the programming changes and it was determined that the oversensing was not caused by myopotential oversensing. The patient remained in stable condition.